Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 26, the patient went to the ER due to experiencing pain and discomfort at his sensor site, as well as numbness on his arm. The patient was also wearing a tandem insulin pump. On the way to the ER, the patient¿s cgm and bg meter were both reading (B)(6). At the ER, the patient was treated with an unspecified anti-inflammatory and muscle relaxant. It was reported the patient was at the ER for less than 24 hours before being discharged. The patient was ¿fine¿ at the time of report. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: describe event or problem - additional h2: additional information h11: additional information h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was needed.